Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, g.1, g.2, h.3, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation and implant exchange from textured to smooth due to patient's concern with the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening, fold creases, and yellow particles in device outer surface. Leak test and microscopic analysis was performed which identified one sharp opening, broken sharp of plug strap and nicks other. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Broken sharp of plug strap assessed as unidentified (tear) opening. Nicks others assessed as non-penetrating nick.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, and patient's concern with the device.

Event description:
Healthcare professional reported left side deflation and implant exchange from textured to smooth due to patient's concern with the device. The device remains implanted.